Event description:
It was reported that shaft hole occurred. The target lesion was located in the left central vein. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, it was noted that the balloon had a small hole between the shaft and the balloon material. The balloon was never fully inflated. The procedure was completed with another of the same device. There were no patient complications reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 10.0 x 40, 75 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at approximately 11mm from the proximal end of the proximal markerband. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that shaft hole occurred. The target lesion was located in the left central vein. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, it was noted that the balloon had a small hole between the shaft and the balloon material. The balloon was never fully inflated. The procedure was completed with another of the same device. There were no patient complications reported and the patient was fine.